Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 500+ mg/dl when her son went to bed. Customer's blood glucose value was 200 mg/dl at the time of the call. Troubleshooting was performed. Customer stated that the pump alarmed no delivery. Customer also mentioned a bent cannula. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.